Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was full of air and was not working; a hole in the system was reported and fluid loss was noted in the balloon. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The pump was microscopically examined and did not pass, contamination was found within the pump. Therefore, the pump was not functionally tested. The pump did pass the leakage testing. The balloon passed visual inspection, leakage testing and microscopic inspection. The balloon did not pass functional testing, the pressure reading was below specification. The cuff had wear at a fold in the shell and did pass leakage testing.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was full of air and was not working; a hole in the system was reported and fluid loss was noted in the balloon. The device was explanted and replaced. No patient complications were reported.